Event description:
During surgery, an ethicon proximate reloadable linear cutter was used with no problems. A reload was used with no problems. A second reload was loaded, but when the surgeon attempted to fire it, the linear cutter would not engage.